Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. At implant, the impedances were 398 ohms and were now greater than 3000 ohms. Further review noted that there had also been oversensing of the minute ventilation (mv) signal prior to the out of range impedance alert. The mv oversensing resulted in pacing inhibition, but there was no asystole due to the patient's intrinsic rhythm. In addition, when the patient was in an atrial arrythmia, the left ventricular (lv) lead was picking up the signal, but not oversensing it. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. There have been no adverse patient effects.